Event description:
Rn of a home pt reported 1 incident of a cracked cap. Rn noted she administered the cap onto the pt's transfer set at the unit. Per rn, the cap was not removed by the pt at any time. When the pt arrived at the unit for training, the cap was cracked, seeping betadine from the crack. Per rn, no pt injury or medical intervention was associated with this incident.